Event description:
It was reported that when the low-voltage right ventricular (rv) lead was initially removed from the packaging, the helix was extended and exposed. The operator then retracted the helix with the lead tool and attempted to implant the lead. It was noted after several attempts to position the lead in the ventricle, the physician decided there was something wrong with the lead and replaced it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analysis was performed and no anomalies were found. The analyst commented the helix extended and retracted smoothly with no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.